Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that x-rays showed that the lead migrated. Targeted pain pattern is low back. Reprogramming was unable to restore effective therapy. Surgical intervention may be undertaken to address this issue.